Event description:
This report summarizes 18 malfunction events in which the device had paint chips missing. 18 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 18 events were reported for this quarter. Product return status: 18 devices were evaluated in the field. 18 devices were labeled for single-use. 18 devices were not reprocessed or reused.